Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported via phone call blank display anomaly on the insulin pump. Customer¿s blood glucose level was unknown. Customer¿s spouse threw away the insulin pump and they were unable to troubleshoot the blank display anomaly. Customer was unable to be given a replacement insulin pump since the phone call disconnected.